Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not working. The customer¿s blood glucose level was unknown. The customer reported that the up and down buttons were not working well. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.